Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right ventricular (rv) lead was implanted at the targeted location, loss of capture at high output was noted. The physician attempted to reposition the rv lead at a different location; however, the helix could only be extended halfway. Multiple attempts were made to fully extend the helix but were unsuccessful. As a result, the rv lead was not used and replaced. The patient remained stable throughout the procedure.